Manufacturer narrative:
Device received with scratched lcd display window and stripped battery cap coin slot noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen display was harder to read. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had rejected new batteries, no delivery alarms and battery cap area a little stripped. The insulin pump will not be returned for analysis.